Event description:
It was reported that an error message erroneous parameter values were detected appeared while checking the lead configuration at the conclusion of a device implant. The error message was cleared by reprogramming the device to normal settings. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.